Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2019 it was reported to k2m, inc that during final tightening, the tip of a driver shaft broke intra-operatively. The tip of the driver shaft remains in the patient.

Event description:
On (B)(6) 2019 it was reported to k2m, inc. That during final tightening, the tip of a driver broke intra-operatively. The tip of the driver shaft remains in the patient.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. Upon review of the part, it was observed that the distal tip was sheared at the hexalobe feature in a clockwise deformity pattern. The fracture face was smooth and uniform, suggestive of sudden brittle fracture. Circular striations can also be observed. The failure likely occurred in torsion. The driver may have been over-torqued while final tightening the set screw.